Event description:
Same case as MDR ID#: 2134265-2012-00059.(B)(6) clinical study.it was reported that post a stenting treatment procedure, a patient death occurred.the first target lesion was located in the mid right coronary artery (rca) and the second target lesion was located in the proximal left circumflex (lcx) artery. The target lesions were treated with placement of two unknown sized taxus liberte stents. No patient complications were reported.(B)(6) 2011 - the patient expired due to an unknown cause of death. The patient experienced cardiac arrest and no attempts to resuscitate were made.

Manufacturer narrative:
Device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).